Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing. Ref. Related mfgr. Report number: 2015691-2018-02294.

Event description:
As reported, during prep a 23mm sapien 3 valve was opened.  When confirming the size/lot number with the circulating nurse, it was found that the blue tag inside the jar was for a sapien 3 26mm valve.  The device was measured and confirmed the valve to be a 26mm sapien 3.  The product was put aside and another 23mm sapien 3 valve was opened and successfully implanted.  After the event was initially reported, the packaging for the 26mm valve was located and the valve was recovered.  The 26mm s3 packing contained the 23mm s3 valve. Note: this event pertains to the 26mm sapien 3 valve that was found inside the jar.

Manufacturer narrative:
The 23mm and 26mm sapien 3 valves along with associated photographs were returned to edwards for evaluation. The images detailed the mismatching packaging serial number and valve size on both of the valves. Visual inspection of the returned units confirmed the reported events. The packaged jar labeled as 23mm contained a valve labeled size 26 mm. The tag alert was found to be set to ¿ok¿ and the tamper resistant seal on bottom of box was observed not be broken. It was also confirmed that there was an exact mismatch between the two units as the packaged shelf box/jar labeled as size 26 mm contained valve labeled size 23 mm. Additionally, the two returned valves were inspected for any other assembly abnormalities, however, no damage or irregularities were observed on either unit a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿packaging-incorrect device in multi-pack¿ was confirmed based on visual inspection of returned device. Engineers observed a mismatch between two sapien 3 units. The units were found to be packaged incorrectly with a one for one swap. Review of the DHR revealed that the two affected serial numbers were processed in the same sterilization lot. During the final bioburden reduction process (fbrep), multiple work orders and different valve sizes can be combined and processed under the same tank load. When the tanks are unloaded, multiple valve work orders may be present at the workstation for quality inspectors. Following unloading, in-process label application occurs in preliminary packaging (ppk). The application of these labels is based on the fbrep sterilization lot listing of all valves within one tank. This lot listing is then utilized to pre-print the in-process labels which are then bagged and autoclaved to enter the ppk room for application to the final packaging jars. Inspectors manually sort through the stack of pre-printed in-process labels to find the matching serial number of one valve. In this case, the inspector pulled the incorrect in-process labels and the secondary inspector did not catch the mislabeling error in time, resulting in mismatched devices as reported in these events. A manufacturing non-conformance was confirmed. A process deficiency was identified due to lack of mistake proofing that caused human error. Due to the high severity/criticality level for this failure mode, a risk assessment has been initiated and a CAPA has been initiated to capture further investigation and corrective action activities.